Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2025 the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600 mg/dl with ketones. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer was released later that same day. Reportedly, the customer reverted to an alternate method of insulin therapy.